Event description:
It was reported that partial deployment occurred. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the stent could only be opened minimally. The entire system jammed and could not be opened any further. The procedure was stopped, and the whole system was pulled out. Another eluvia stent was used to successfully complete the procedure. There were no patient complications, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed multiple kinks to the sheath. The stent is partially deployed 26mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that partial deployment occurred. A 6x120, 130 cm eluvia drug-eluting vascular stent system was selected for use. During the procedure, the stent could only be opened minimally. The entire system jammed and could not be opened any further. The procedure was stopped, and the whole system was pulled out. Another eluvia stent was used to successfully complete the procedure. There were no patient complications, and the patient status was stable.